Event description:
A pt contacted our firm via email to report having developed a corneal ulcer od while wearing acuvue advance contact lenses (cl). The event occurred in 2009. The pt stated that he/she was treated with "vigamox once every 3 hours, and now am using lotemax also". The pt stated that he/she had a desk job and couldn't recall being exposed to environmental irritants. The pt reported that he/she used a "generic" solution to clean lenses, did not sleep in cl and replaced them every 3-4 weeks. Vistakon has made numerous unsuccessful attempts to collect medical info from ecp's office who stated that the pt did not want his/her medical info related to the event released. However, the ecp's office did report that the pt replaced his/her lenses ever 2-4 weeks, was instructed to use renu solution to disinfect/clean lenses. The ecp's office reported that since the event occurred that the pt had been placed in daily disposable lenses. Since we could not determine whether the ulcer was serious or not, this report is being submitted as worst case scenario. While collecting info, the pt stated that around 2008, he/she was dx with a corneal ulcer in the os. See # 1033553-2009-0062. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. A product eval was not performed because the suspect product was not available for eval. No add'l info is expected. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Device discarded - unable to follow up.